Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue.